Manufacturer narrative:
Tw#: (B)(4). Corrected section: h6: patient code changed to 4582; h6: impact code changed to 2199; h3: changed to device discarded; h6: changed to device discarded. A lot history record review was completed for lots: 3000428564, 3000426358, and 3000425177 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 co2 is not flowing through the valve on the port. Not sure if the tubing connector isn't depressing it completely. They're using a tissue forceps to depress it, and it works for a while, then stops flowing again. The same device was used to complete the procedure. No procedural delay reported. No patient harm.